Manufacturer narrative:
Concomitant medical products: 305c23 tissue valve, implanted: (B)(6) 2010, c4tr01 crt-d, implanted: (B)(6) 2016; 4965-25 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was programmed off due to worsening myopathy. The left ventricular (lv) lead thresholds rose to high levels and intermittent loss of capture. The output of the lead was increased. The patient experienced three episodes of syncope. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.